Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for pericardial effusion, requiring intervention. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) and clip delivery system (cds) were prepared and inserted into the patient anatomy. The clip was deployed and mr was reduced to grade <1. After removal of the sgc, a pericardial effusion was noted. Pericardial drainage was performed and 140 ml of fluid was drained. There was no increase of pericardial fluid and the blood pressure remained stable. The drainage tube remained in place during the remainder of the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of pericardial effusion, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the pericardial effusion was likely related to procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.